Event description:
This procedure was performed in another country. The stent apparently became 'stuck' half way through deployment due to the catheter separating from the hub (handle) of the device. The surgeon was unable to move the stent or deploy any further and the pt was sent for surgery to remove the stent.